Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the syringe plunger, which was determined to be damaged. However, no root cause could be determined for the observed damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that when drawing an arterial blood gas, blood leaked out of the syringe beneath the plunger and was broken. As received no damage or anomalies were observed. The lot history review could not be completed because no verifiable lot number was available in the system records due to keene transition. In attempts to replicate clinical use red dye was pulled into the syringe. A leak was observed to be coming from the plunger area. The fluid was pushed out and the plunger was pulled out. A piece of the black rubber was observed to be carved out. The complaint of leakage can be confirmed due to the damage found on the plunger. The probable cause of the damage is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when drawing an arterial blood gas, blood leaked out of the syringe beneath the plunger and was broken. There was patient involvement, but no injury.